Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received missing segments/partial display anomaly due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.